Manufacturer narrative:
Physio control reviewed electronic records and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Event description:
The third party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Upon further investigation of the rear case assembly, stryker observed a stripped grommet post on the battery 2 positive terminal. While reviewing the device electronic records, it was observed that the device was working on the batteries with the manufacturing dates 2018 and 2019, that are past the recommended 2 year replacement. It was determined that the likely root cause of the reported issue was due to the stripped battery post and the use of a battery passed its recommended service life.